Event description:
It was reported that noise leading to oversensing and pacing inhibition in a pacemaker dependent patient were observed on the right ventricular (rv) lead. Externalized conductors were observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.